Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion located in the mid left anterior descending (lad) artery which exhibited mild tortuosity and moderate calcification. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The stent could not be properly delivered to the lesion and the stent was damaged prior to implantation. During an attempt to retrieve the system, stent dislodgement from the balloon was observed prior to implantation, rendering the device unusable. The dislodged stent was removed without any complications, and a new device was used to complete the revascularization. No patient complications have been reported as a result of this event.